Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of worsening heart failure, respiratory failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the reported heart failure and respiratory failure could not be determined as it could be related to patient conditions and/or as per the physician, possibly related to the procedure, but was not definitively confirmed by the account. Death however, was due to respiratory failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by abbott vascular's medical affairs and the reviewer stated that in this case, the procedure was successful with multiple clip implantation resulting in mitral regurgitation reduction from grade 4 to 3. The patient experienced elevated filling pressures during the procedure, reflecting heart failure with possible acute exacerbation. Death occurred 9 days after the procedure in a context of respiratory failure. Death was not related to the device but the procedure may have contributed to the deterioration of the clinical condition in a patient with already significant evolving heart failure.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Four mitraclips were implanted and mr was reduced to grade 3 on (B)(6) 2018. Better mr reduction was not achieved due to annular dilatation. All mitraclip devices functioned as intended; however, the patient's filling pressures were elevated during the procedure. A right heart catheter was inserted and the patient was brought to the intensive care unit for further management. The patient remained in the hospital with acute on chronic systolic heart failure. The evening of the mitraclip procedure, the patient was extubated, but the patient was not getting adequate oxygen. The patient was placed on bi-pap then high flow oxygen support. The patient expired from acute respiratory failure on (B)(6) 2018. In the opinion of the physician, the mitraclip devices did not cause or contribute to the patient death; however, the events (heart and respiratory failure) may be related to the mitraclip procedure. An autopsy was not performed. There was no additional information provided.